Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. Reservoir has not been filled and the device has not been activated. The reservoir was filled and the device returned a double beep indicating it has activated. The download data indicates that the device ran 0 pulses and then was never activated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.